Event description:
The pt experienced a mild burning sensation along with acute lower back pain and achiness at the ins site. She wasn't sure if there was swelling. These symptoms occurred following a trip to israel, in which the pt went on a bumpy vehicle ride that put a lot of pressure on her implant. The pt outcome is unk. Further information is being requested from the hcp.